Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 230mm thoracic aortic dissection. It was reported that on an unknown date, d-sine (stent graft induced new entry) occurred from the distal region of the device, and a 3 channeled dissection developed. No cause of the event has been reported. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis #703595585 summary: the reported distal sine event could not be confirmed from the pre-implant film provided; therefore the cause of the event could not be determined. Images from the index procedure showing the in-vivo configuration of the stent graft were not available for assessment. Post-implant images showing the distal sine event and continuation of the dissection into the sma were also not available. It is noted that implantation of the device was performed into the straight part of the aorta and so it is unlikely that the sharp angulation at the aortic arch was a factor in the occurrence of the event. Other than the pre-implant dissection, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported distal sine. 2: b:5 continued: it was confirmed that d-sine was first observed on an x-ray image. It was reported that this x-ray showed that the distal region of the valiant navion was fully expanded. No symptoms were present. As per the physician the cause of the dissection is unknown but it is reported not to be due to the device as implantation was in a straight zone. It was also confirmed that the blood flow of celiac artery and bilateral renal arteries was out of the false lumen, and the sma dissection occurred. It was reported that there has been no treatment as yet, as the abdomen expands after eating and there are no noticeable symptoms such as left lower limb ischemia and pain. It was reported the patients condition improved and that they were discharged from hospital. If information is provided in the future, a supplemental report will be issued.